Event description:
It was reported that during a semi-open sigmoidectomy, the firing force was higher than expected. The device was used between the colon and the rectum. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Date sent: 1/19/2016. Additional information received: minor leak occurred after the operation, but it did not need to be treated. The patient recovered and was discharged from the hospital, and the hospitalization did not extend.

Manufacturer narrative:
(B)(4). Additional information received: what confirmation was received that the firing was complete. No information. Did the device cut. Yes. Was the cut line fully circumferential around the target tissue. No information. Did the device staple. Yes. Was the staple line complete. No information. What was the shape of the staples (b-formation, irregular, legs straight). No information.